Event description:
During follow up in the device clinic it was noticed that the patient's ICD lead had noise and also a rise in impedance. The patient was brought to the ep lab for a cardiac fluoro and it was very clear that the ICD lead had externalized conductor in the area between the proximal and distal shocking coils. The decision was made to set up a time in the or to perform a lead extraction and replace the lead.====================== manufacturer response for st jude riata ICD lead, st jude riata ICD lead (per site reporter)======================the device would be sent in to be evaluated.